Event description:
It was reported that during a vena cava filter placement procedure deployment difficulty occurred. Vascular access was obtained via the femoral artery. The physician advanced the stainless steel greenfield vena cava filter to the intended location in the vena cava. When the physician attempted to deploy the filter it was noted that one leg opened properly and the other three legs "crossed" and did not deploy. The physician implanted this filter in the vena cava. Another of the same device was successfully deployed to complete the procedure. No patient complications were noted and the patient's status was reported as "fine".

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).